Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon removal of intestinal tissue during an open bowel resection, the jaws held the tissue but the device could not be fired. The device also performed complete squeezes. Another device was used and was able to fire. There was no patient injury.